Event description:
This report is for (1) 4.5mm cannulated screw fully threaded/60mm.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed. Visual inspection: the 4.5 mm cannulated screw fully threaded/ 60 mm (part # 214.760, lot # unknown) was received at us cq with the screw head and a few threads broken off from the rest of the screw. Only this portion of the screw was returned. An x-ray was also received at us cq showing the implanted screw. There was no sign of the screw unraveling. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the head diameter measured and is within specification based on relevant drawing. Length measured 9.84 mm therefore approximately 51.16 mm of the screw was left behind. Document/specification review: the relevant drawing(s) was reviewed; a DHR review as well as a material review could not be performed as the lot number is unknown. Conclusion: the complaint condition is confirmed as the 4.5 mm cannulated screw fully threaded/ 60 mm (part # 214.760, lot # unknown) was received with the screw broken and only the screw head returned. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown screws: cannulated/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, during a left elbow procedure the threaded guide wire broke off and the partially threaded screw sheared off. The head of the unknown fully threaded screw broke off. Pieces was left in the patient. There was a thirty to forty minutes delayed in the procedure and was completed successfully. Patient status was stable. There was no plan for another surgery to get the pieces out of the patient . This report is for one (1) screws: cannulated. This complaint involves three (3) devices. This report is 3 of 3 for pc-(B)(4).